Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline patient experienced somnolence and was hospitalized for 3 days. The degree of severity was moderate. It was noted that the event was unlikely related to the device. The event was not procedure related. The event resolved on 2024-jul-07. Antiplatelet therapy was reported. Additional information received reported that no actions/interventions were taken to resolve the somnolence. The patient was being treated for a ruptured baby (>5 mm) posterior circulation basilar artery blister aneurysm. The patient received an additional external shunt. No vasospasm (mv / 120 cm/s). Patient condition: wfns scale 4, hunt/ hess 3, glasgow coma scale 9, modified fisher scale grade 4. No avm and dural cerebral and medullary fistulas. No ischemic stroke. No intra-extracranial steno-occlusive pathology.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient was treated with hydration correction of hyperammonemia, and suspension of beta-blocker drug. After that, the event was resolved (B)(6) 2024. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The somnolence cause was not determined.